Event description:
It was reported that the insulin pump had strong smell like insulin. The mother stated that insulin from the reservoir leaked into the reservoir compartment. The blood glucose reading was 435mg/dl. The caller mentioned that cracks at the top of the reservoir noticed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.